Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem clinical support and reportedly the customer was using the infusion set for 3 days. Tandem clinical support informed the customer that using the infusion set for 3 days is off label per the tandem user guide. Customer changed the pump supplies and resumed insulin delivery. Customer¿s blood glucose level was approximately between 200 to 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.